Event description:
It was reported that during a ptca treatment procedure during predilatation of a 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick otw balloon was suspected to have ruptured at 3 atm's on the initial inflation. The pt was asymptomatic during this event. It is noted that a trans-femoral approach was used in this procedure. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. The types and sizes of introducer sheath, guidewire and guide catheter used and which inflation device was used are unknown. Pt status is reported as "good".